Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with a separate issue. During the device evaluation, the service repair technician observed white residue on both sides of the air/water supply channel. There was no patient involvement.